Event description:
The hospital reported that during the coronary artery bypass graft surgery, the surgeon pushed the plunger to deploy the heartstring seal into the aorta and the seal would not deploy. A replacement heartstring seal was used to complete the procedure. The hospital did not report any patient complication.

Manufacturer narrative:
Investigation results: as received, the non-folded seal and tension spring assembly were still positioned proximal to the window of loader component. The reported complaint that the seal did not deploy into the aorta is not confirmed. Further investigation discovered that the seal may have remained inside the loader device upon delivery device retraction. Based on the condition of the seal, most likely the seal did not load into the delivery device. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.